Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of dissection, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the mid left anterior descending (lad) artery. Pre-dilatation was performed with the residual stenosis reduced to less than 40%. A 3.0x18mm absorb gt1 was implanted with 12 atmospheres (atm), one inflaton for 30 seconds (sec). Post-dilatation was performed with a 2.75x12 nc non-abbott balloon catheter at 20 atm for 10 sec. A vessel dissection was noted at the proximal edge of the scaffold. Another absorb gt1 was implanted for treatment. There was a good final patient outcome. There was no adverse patient sequela or clinically significant delay in procedure. No additional information was provided.